Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). The computer 9734477 rollingstone embedded (lot# 1897270) was returned to the manufacturer and was under analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer 9734477 rollingstone embedded (1897270) was returned for analysis. Analysis found no fault with the returned computer. The computer booted normally to the application screen. The cranial program was put in navigation mode and no unresponsiveness was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the navigation system. The system performed as intended at the time of the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that after images were taken by imaging system, the navigation system was unresponsive when an attention was paid on. The system was forcibly shut down and the issue was resolved after rebooting. The procedure was completed with the use of the system. There was no delay to the procedure and no impact on the patient outcome.